Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman delivery system. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visually inspection. Inspection revealed numerous small kinks in the sheath, tip damage (tricuts bent/abrasions), sheath damage abrasions) and anchor damage.the reported kink was confirmed, however the recapture difficulty could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal double curve access system (was) was positioned in the laa. A 27mm watchman laa closure device and delivery system (wds) was inserted into the was and deployed. The deployment was too proximal, so it was attempted to be recaptured. However, recapture difficulty occurred and the system became kinked. The closure device was able to be partially recaptured after a few attempts and eventually fully recaptured. A new was and 30mm wds were attempted to be used. The closure device was deployed, but not in an appropriate position, so it was attempted to be partially recaptured. Again there was resistance and the closure device could not be recaptured into the wds. After several attempts, the closure device was able to be fully recaptured, but the wds in the area of the distal marker band was kinked. The wds was removed from the patient and the was was exchanged for a single curve was. This was had difficulty being positioned, so the procedure was aborted based on the procedure time and he amount of contrast used. There were no patient complications.

Event description:
It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal double curve access system (was) was positioned in the laa. A 27mm watchman laa closure device and delivery system (wds) was inserted into the was and deployed. The deployment was too proximal, so it was attempted to be recaptured. However, recapture difficulty occurred and the system became kinked. The closure device was able to be partially recaptured after a few attempts and eventually fully recaptured. A new was and 30mm wds were attempted to be used. The closure device was deployed, but not in an appropriate position, so it was attempted to be partially recaptured. Again there was resistance and the closure device could not be recaptured into the wds. After several attempts, the closure device was able to be fully recaptured, but the wds in the area of the distal marker band was kinked. The wds was removed from the patient and the was was exchanged for a single curve was. This was had difficulty being positioned, so the procedure was aborted based on the procedure time and he amount of contrast used. There were no patient complications.